Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. P/n (B)(4) is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 samples were taken from the current production p/n 544250 hemolok ml clips 6/cart 84/box, lot# 73d1900411, the samples were functionally inspected, and during the test issue reported "clips were breaking" was not observed in the current manufacturing process. Revision of fmea-08-025 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the clips were breaking when trying to load them onto the applier, another packet was opened, and they again broke and seemed fragile. Second packet of x 6 clips and 4/6 were faulty; had to continue to open packets until enough were found to be working correctly.

Event description:
It was reported that the clips were breaking when trying to load them onto the applier, another packet was opened, and they again broke and seemed fragile. Second packet of x 6 clips and 4/6 were faulty; had to continue to open packets until enough were found to be working correctly.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. Three halves of three loose clips were also returned. The cartridge and the clips were visually examined with and without magnification. Visual examination of the loose clips revealed that the clips were broken in half at the hinge. The cartridge contained two of the other halves of the loose clips with the pierced bosses and no intact clips remaining. The clips appear used as there is biological material present on the cartridge and the loose clips. Since there were no intact clips returned for testing, it could not be determined exactly how or what caused the returned clips to break at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge and three halves of three loose clips were returned. The clips were broken in half at the hinge. The cartridge contained two of the other halves of the loose clips with the pierced bosses and no intact clips remaining. It could not be determined exactly how or what caused the returned clips to break at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made that report 3003898360-2019-00541 was submitted in err. The report is retracted. Report 3003898360-2019-00541 is retracted.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were breaking when trying to load them onto the applier, another packet was opened, and they again broke and seemed fragile. Second packet of x 6 clips and 4/6 were faulty; had to continue to open packets until enough were found to be working correctly.